Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The physician reported about 30 min after the case that when they went to remove the drapes the patient went into heart block so a temporary pacing catheter was placed. A permanent pacemaker was implanted the same day. The patient is reported to be doing well with both the valve and the pacemaker. Deployment of the 44mm valve was successful and uneventful. The patient remained in atrial fibrillation throughout the procedure, with no intraprocedural conduction changes observed.